Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right femoral for cardiomyopathy. The physician reported impella interfered with the mitral valve leaflets or chordae when the inlet sucked in either the leaflets or chordae. The patient experienced intermittent exacerbation of the mitral complex. The reported issue was confirmed via echocardiogram. As a result, the impella device was explanted.